Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73e1800767 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a clinical trial of ae05ml for the first time during a laparoscopic cholecystectomy the registrar who was performing the procedure while attempting to place the 3rd clip on the artery, she tried to place the clip over the top of a clip already positioned and it did not close. A new clip was then applied successfully. The first clip closed successfully but there were three clip closure failures afterwards. At this point they reverted to their automatic metal clipper (endo clip ii). There was no patient injury. After case was finished the device was checked and on firing the applier, one of the jaws of the applier snapped off.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a (B)(4) engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that sample was returned with the top jaw loose from the rest of the device and the bottom jaw was pushed further into the outer tube. The sample appears used as there is biological material present on the device. It was reported that "the registrar who was performing the procedure when she went to place the 3rd clip on the artery, she tried to place the clip over the top of a clip already positioned." This goes against the IFU. If a clip tries to close over another clip, it can damage the device (as evident with the returned sample) and prevent it from working properly. The top jaw fell off due to the damage created by trying to apply a clip over another clip. Therefore, the root cause of this complaint issue is user error and in-service (B)(4) has been requested. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." "Sufficiently skeletonize the structure to be ligated with a dissecting instrument to allow the clip to be clear of tissue." "During application, orient the single tooth of the clip in the lower position. This allows the user to visually confirm encapsulation of the structure being ligated. Position the clip around the tissue to be ligated in a manner that provides clear visualization of the locking mechanism." Since the root cause of this complaint was determined to be 'user error', in-service request (B)(4) has been submitted. The reported complaint of "clips not closing" was confirmed based upon the sample received. The sample was reviewed with (B)(4) engineer. Visual examination of the returned device revealed that the jaws were severely damaged. The top jaw was returned loose and the bottom jaw was pushed further into the tube. It was reported that "the registrar who was performing the procedure when she went to place the 3rd clip on the artery, she tried to place the clip over the top of a clip already positioned." This goes against the IFU. If a clip tries to close over another clip, it can damage the device (as evident with the returned sample) and prevent it from working properly. The top jaw fell off due to the damage created by trying to apply a clip over another clip. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is user error and in-service (B)(4) has been requested.

Event description:
It was reported that during a clinical trial of ae05ml for the first time during a laparoscopic cholecystectomy the registrar who was performing the procedure while attempting to place the 3rd clip on the artery, she tried to place the clip over the top of a clip already positioned and it did not close. A new clip was then applied successfully. The first clip closed successfully but there were three clip closure failures afterwards. At this point they reverted to their automatic metal clipper (endo clip ii). There was no patient injury. After case was finished the device was checked and on firing the applier, one of the jaws of the applier snapped off.